Event description:
In 2008, the patient reported that 2 infusion sites have fallen off of his body in the past two weeks. He stated that 1 week ago an infusion site fell off after 1 day of use and the previous week another infusion site fell off after 2 days of use. He stated that he attached the infusion site to clean dry skin and he stated that he does not perspire. He was sent a sample of IV prep wipes and a replacement box of infusion sets. No physiological effects were reported. The patient did not require medical assistance from a healthcare processional or second party to address the issue. No product will be returned or evaluation.

Manufacturer narrative:
No product will be returned for evaluation.